Manufacturer narrative:
Other relevant device(s) are: cable 9734727 power (B)(6) 4.5m; UDI: (B)(4). Patient information was unavailable from the site. A medtronic representative went to the site to inspect the system. The power cable was replaced and the issue resolved. No parts have returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system was not turning on and there was no power going to the system. There was no known impact to the patient outcome and less than an hour delay due to the reported issue. The issue was resolved by using another medtronic navigation system on site. It was further reported that the plug on the system needed to be changed.